Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin and caused the customer to have high blood glucose levels. Blood glucose level at the time of the incident was 250 mg/dl. The alarm history showed several rewind required messages, but no error alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly noted during testing. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No cosmetic damage noted.